Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, per report, it was thought the residual pvl was a result of the calcium burden in the aortic annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
After transapical implantation of a sapien 26mm valve, moderate paravalvular leak (pvl) was noted on echo. Angiography revealed that the valve was too low in the annulus and was canted. A second valve was implanted one cell lower. Echo demonstrated that the pvl was reduced to mild-moderate. The procedure was completed and the patient sent to recovery in stable condition. The native aortic annular diameter was 23mm by tee. By CT, the diameter was 25.9mm x 26.1mm with a valve area of 525.3mm2. The native valve and leaflets were severely calcified (bulky) and the aortic root was severely calcified. Per report, there was mild ventricular septal hypertrophy and moderate mitral annular calcification (mac) and the ef was 45%. Initially the first valve was positioned 60:40 aortic/ventricular but it deployed too ventricular (70:30 a/v at the non coronary cusp [ncc] and 90:10 a/v at the left coronary cusp [lcc]). There was also a large calcium burden at the lcc ad lvot. Post-dilation with an additional 1cc was performed, but pvl on echo was unchanged. A second valve was deployed one cell lower; the pvl was reduced from mild and moderate on the echo. During valve deployment, ventilation was not held and there was no loss of pacing capture. The coaxial alignment of the valve and delivery system, and the image intensifier angle, was fair. Per report, it was thought the residual pvl was a result of the calcium burden in the aortic annulus.